Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded at the user facility. A review of the history shows that in 2007 at 12:53:23am, line a was programmed to deliver at a rate of 25 ml/hr with a volume to be infused (vtbi) of 25ml. Line b was programmed in the piggyback mode to deliver a drug selected of antibiotic at a rate of 125 ml/hr with a vtbi of 250ml and the deliveries were started. At 2:54:39am, the delivery on line b was complete. At 3:33:04am, the delivery on line a was stopped and the pump was powered off. Review of the device history indicated the pump delivered as programmed.

Event description:
The customer contact reported a nondelivery on the secondary line. Line a of the pump was programmed to deliver normal saline at a rate of 25ml/hr. Line b was programmed in the piggyback mode to deliver 1 gm of vancomycin at a rate of 125 ml/hr with a volume to be infused of 250ml and the deliveries were started. No further programming parameters were provided. After an unspecified length of time, the nurse noted that the vancomycin solution container was still full; however, line b displayed a volume infused of 250ml. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no additional information was provided.